Event description:
It was reported by service report that the fowler gets stuck when lowering and cannot support a patient's weight. It is unknown if there was patient involvement, however, no adverse consequences are reported.